Event description:
It was reported to vyaire medical he leds all light up and back off and then go one-at-a-time clockwise from one setting to the next. There were no alarms and the ventilator kept ventilating the patient (no patient harm reported). They swapped it out with another ventilator.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.